Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it." H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump got wet prior to the malfunction occurring. The customer reverted to an alternate pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.